Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated three randomly sealed reservoirs. Inspected o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomaly was observed during analysis.evaulated two opened and used reservoirs. Inspected reservoirs, o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomaly was observed during analysis.

Event description:
Customer reported insulin leak at the bottom of the reservoir. Customer stated that the insulin leak is past the second o-ring. Customer also reported that the needle and the o-ring were loose. Customer also stated that there were air bubbles in the reservoir. Customer's current blood glucose reading is 260 mg/dl. No further information reported.